Event description:
Patient is status post partial right hip replacement in 2004. Patient has complained of increasing pain in the mid femur region. Patient was admitted for a revision left hip. During the procedure the stem was found to be loose. All femoral components were removed.